Manufacturer narrative:
Continuation: product ID 8731sc lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2018-oct-10. It was reported that the catheter was replaced on 2018-(B)(6). It was noted that part of the catheter was not able to be removed during the surgery. The rest of the catheter was discarded by the customer. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that over the last month, the patient had increased pain. No other abnormalities were reported, the volume expected versus the volume reported was no more than a 1 ml difference. No environmental, external, or patient factors were noted to have caused or contributed to the issue. A catheter dye study was attempted, however they were unable to aspirate from the catheter access port. A revision was planned, however the date was unknown. The issue was unresolved and the patient's status was noted to be "alive - no injury".